Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed pbd and noted that this device showed gradual increase in power consumption. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.